Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "low resistance/impedance". Weekly trend data shows min and max ring to coil lead impedance range was min ring to coil=2.69 to 3.16 ohms and max ring to coil=3.16 to 3.42 ohms between (B)(4)-2009 and (B)(4)-2010. The analysis also revealed "battery depletion indicated/eri". One - patient alert for low bv=2.55 on (B)(4)-2010, device eri<=2.55 v.

Event description:
It was reported that the lead integrity is questioned as there may be inner insulation failure. The ring to coil impedances are 3 ohms lower than expected. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.